Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral head, unknown femoral stem, all catalog#'s: ni lot#'s: ni. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is under analysis at third party facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.